Event description:
It was reported that during a follow-up, high capture threshold, impedance and sensing issues were observed on the right ventricular lead. Lead dislodgement was suspected. Patient was asymptomatic. Programming changes were made to preserve battery longevity, until lead revision was performed. Subsequently, x-ray confirmed lead dislodgement. During the procedure, retracting problem was observed on the helix. After repositioning the lead, the physician tried screwing the lead into place but screw rotation difficulty was also noted. Physician tried multiple screw drivers and tried repositioning again the lead; but the screw would not come out to fix the lead in place. The lead was explanted and replaced. Patient is in stable condition.